Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out-of-range pacing lead impedance with noise. The patient had atrial tachycardia episodes and pectoral stimulation at threshold. Attempts to obtain additional information were unsuccessful. Device reprogramming was done and the physician would continue to monitor the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that during a normal generator replacement, this rv lead was surgically abandoned and replaced. No allegations were reported and the reason for the replacement was unable to be confirmed.